Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. These options would return the device to specification and full functionality. These options were relayed to the customer via email on 09/09/2024. As of the date of this report the customer has not responded to these options.

Event description:
A cardioquip (cq) technician notified cq service that the internal tubing of this device was suspect for bacterial contamination during an on-site investigation. The technician took pictures of the internal tubing which were reviewed by cq director of operations and epidemiologist, who recommended that the device received hpc testing to gain a quantitative analysis of water quality due to discoloration within the water path. No patient involvement was reported. Cardioquip received hpc test results on 09/09/2024 that were outside of cq specifications for water quality, indicating device contamination.